Event description:
Boston scientific received information that this device system exibited oversensing on the non-bsc right atrial (ra) lead. Additionally, a lead safety switch (lss) occurred on the ra lead. Noise and oversensing on the non-bsc right ventricular (rv) lead occurred, inhibiting pacing for two to three seconds. The patient with this device system had a slow underlying rhythm. Technical services was consulted and recommended bringing the patient in to evaluate. The patient was admitted to the hospital, where the ra lead was determined to have no capture, however, was appropriately sensing. The respiratory rate trend was programmed off. Following reprogramming and overnight monitoring, the patient was released. No further observations were noted.

Event description:
Additional information was received that this device was later explanted and returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.